Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Reportedly, customer inadvertently initiated a bolus which subsequently decreased their bg level. Low bg was addressed by consuming glucose tablets. Emergency medical technicians were called but observed customer only to ensure that low bg resolved. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.